Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the  37761, sn# (B)(4), found evidence of broken connector pins. (B)(4) desktop charger. (B)(4) applies to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin was broken. The patient stated that she charges every other day and she had noticed the implantable neurostimulator recharger (insr) wasn't taking a charge. This led to the patient noticing the connector pin broke off completely. Also, the patient noted that the stimulation went out, she doesn't feel good, she doesn't get sleep, and she was paranoid about the implantable neurostimulator (ins) not being charged. She has had chest pains since her stimulation went out. The patient went to her pain healthcare professional (hcp) and got a shot in her back. A replacement desktop charger(dtc) was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.